Event description:
There is an issue with the hemoglobin a1c lab results. We have patients with abnormal results, but the repeat results are normal and they do not have diabetes. Once we identified anomalies from the analyzer, we contacted the vendor, roche diagnostics. Roche manufactures the analyzer used for hemoglobin a1c testing. They performed maintenance in the second week of august, including replacing the vacuum pump¿a recommendation from other partner markets. Although the vacuum pump is typically replaced annually, we expedited its replacement due to the findings. Since then, we've not seen any unexplained elevated hemoglobin a1c results.